Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 557 (mg/dl) and large ketones. A manual injection and correction bolus were administered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Customer later reported ketones were no longer present and bg levels in target range. Recommendation was made to contact health care provider to discuss diabetes management.

Manufacturer narrative:
Brand name, common device name